Event description:
Information was received from the patient indicating that she has not been happy with the pump since she's gotten it, she has had issues since implant. She is either not getting enough medication through the pump or the medication isn't working. The health care professional was increasing the pump medication and the pain in her lower spine had improved but the pain in her hips and legs had not. The patient wanted to try hydromorphone in the pump because that is what she was taking prior to the implant. At her refill on the week prior to this report dates week the health care professional (hcp) said they would try to increase 1 more time to see if that worked but he also had taken away more oral medications, he took 2 pills away and he already reduced the oral medication from 30 to 15. The patient stated that she would be seeing her primary care provider (pcp) on the day after this report date and would discuss it further with him. The managing hcp had also talked about changing concentrations but she would like the morphine out of her pump. She got hives when she took oral morphine, now she has places that are looking like hives on her face, the hives suddenly started when she first got the pump and the hcp did not think it was a reaction to the morphine but the patient does and patient stated they just will not go away. The patient stated that she was taking oral medication for blood pressure, cholesterol and the hcp gave her sleeping pill which makes her incoherent when she takes them. On (B)(6) 2016, the patient called and repeated reports of pain with difficulties sleeping. Patient then stated that she saw the hcp on the day prior to this report date and requested hydromorphone be placed in the pump but the hcp declined. The hcp wanted to titrate the patient to a higher dose and she did not like the hcp having "that much control over my body". The role of the manufacturer was reviewed and patient was offered hcp listings for a second opinion. The patient stated that she would like the listings and discussed having the pump explanted. The patient was redirected to hcp to discuss explant but reviewed concerns about removing pump after recent implant.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a patient who was receiving morphine (old dose 2.001 mg/day, current dose was 2.6 mg/day, concentration 10 mg/ml) via an implantable pump for spinal pain. The patient reviewed that if she can't get her pain relief figured out, she will elect to get the pump removed. The patient was taking roxycodone and oxycodone and had morphine in the pump. The morphine was absolutely not helping her; patient stated that she couldn't sleep good and had to take other things to make her sleep and was still having a lot of pain with it. The patient referred to the manufacturers dvd regarding her expectation of being able to do things and is not at a therapeutic dose with her therapy. The patient was due for a pump refill on (B)(6) 2016 and asked if the health care professional (hcp) could change to hydromorphone and hcp wants to wait because morphine is already all there. The patient was on oral dilaudid and roxycodone 6x a day and was now down to no oral dilaudid the patient had roxycodone 15s which weren't helping her. Patient stated that she lives on disability and has (B)(6) copays and has to suffer the whole month because she cannot afford to go in all the time; and gets a check once a month. The patient wanted to get off all the oral meds and live a better structured life. The patient did not understand why she was switched to a different medication than her oral meds when the pump was put in; stating that when she was taking meds before the pump it took a little longer for her to respond to the liquid meds. Reportedly, her hips and lower back were killing her and felt like the wire had come undone. When she first got the pump her lower back didn't hurt at all and now it was hurting again. She had preexisting low back pain and when she gets dose increases it gets to be okay for 1-2 days and she is able to sleep alright but then it wears off. Someone at the hcp's office did not have a good bedside manner and had talked to her hcp until she was blue in the face. The patient stated her pump was laying up on her rib cage and it was hard for her to breathe and pump sticks out; and as it started to heal, the patient got used to it up on her ribcage and has gone back she doesn't know how many times to get it increased but the morphine isn't working for her. The patient had an upcoming appt and did not want to go in and waste (B)(6) if it was not worth it, patient did not understand why they could not switch the medication. The patient was redirected to hcp for next steps regarding options for short and long term goals regarding pain relief and next steps.

Event description:
Additional information was received from a consumer on 2017-may-22. It was reported that the patient wanted to have the pump taken out as they had no therapeutic effect and the pump hadn¿t helped the patient with pain since it was put in on (B)(6) 2016. It was also stated that another reason for taking the pump out was that its placement made it very uncomfortable on the ¿rib area¿ and it had been uncomfortable since the device was put in ((B)(6) 2016). The patient was currently receiving hydromorphone at an unknown concentration and dose. It was related that they were going to have the pump taken out friday (B)(6) 2017 but a manufacturer's representative came that day and told the patient that the pump was ¿running too high to have it taken out,¿ per the consumer. It was indicated that the patient was trying to see if they could turn it down to a ¿safe number¿ to take it out. It was noted that the patient was at the hospital for five hours and that they had to stop the surgery. It was also noted that the patient wanted the pump taken out because the patient was on a program where they were getting on suboxone and was trying to get off of all drugs as soon as the pump was taken out since it hadn¿t helped the patient with the pain since it was put in. It was also related that the patient had a fall about three months after implant and again about seven or eight months after implant and they had to go to the emergency room (ER) and x-rayed the patient. It was indicated that the patient would have the dose reduced on (B)(6) 2017 morning and wanted to get the pump removed on friday (B)(6) 2017. It was stated that the patient wanted to know how far reduced they had to go to get the pump out that week. Titration information was requested. The patient was redirected to a healthcare professional (hcp) to ask medical questions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.